Event description:
"Thrombectomy of leg arteries. A ce0480st catheter was used; it became damaged during the inflation of the balloon. The metallic wire unravelled et gets jammed into the artery. A ce0380st catheter is then used to try to release the previous catheter. The same incident occurred. The surgeon had to remove both wires by force. Lesions of the artery may have occurred. Small pieces of the device may have remained into the patient. The patient had ischemic issues during the night. She will have to undergo another intervention.

Manufacturer narrative:
Upon receiving and evaluating product, a follow-up report will be submitted.